Event description:
It was reported that the shock impedance had been gradually increasing over time and reached a value of 179 ohms on the proximal coil of the right ventricular (rv) lead. X-ray, provocative maneuvers and possible defibrillation testing were planned to evaluate system integrity. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the shock impedance had been gradually increasing over time and reached a value of 179 ohms on the proximal coil of the right ventricular (rv) lead. X-ray, provocative maneuvers and possible defibrillation testing were planned to evaluate system integrity. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the proximal coil was programmed off following additional troubleshooting.